Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim that, "allegedly the patient was implanted with a pca primary size no. 3 femoral component in 2008." It was further alleged that, "on (B)(6) 2010, the patient was at work and suddenly the titanium femoral neck broke and patient fell on the floor."